Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 8mm large suture cut needle driver instrument developed a broken cable. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: a uv anastomosis was being performed at the time of the reported issue. There were no instrument collisions during the procedure. There were no reported issues with the instrument's grip motion, nor wrist motion. A few bundles of cable were protruding from the distal end of the instrument. The function of those cables was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.